Manufacturer narrative:
This medwatch is for suspect device in advantage system 2. (B)(4).

Event description:
Customer reportedly obtained a result of 308mg/dl, while testing on advantage system 1, and 93mg/dl and 100mg/dl on advantage system 2. All results were obtained within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.